Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported no phaco power before a cataract with intraocular lens implant (iol) procedure. The system was exchanged to initiate and complete the procedure with no harm to the patient.